Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the consumer¿s initial ¿programmer¿ didn¿t work, so they had to use another one.